Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in the air/water channel and the auxiliary channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the distorted image malfunction: faulty circuit board. However, the identity of the foreign material (white residue) and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a distorted image during inspection for use involving an olympus colonovideoscope. The customer suspected that the cause of the distorted image was due to internal water damage. There was no patient involvement reported.